Event description:
Instructions for use do not recommend xray for placement even though it is the gold standard. Death of an adult patient due to malposition. Aspiration.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.